Event description:
It was reported that usb charging port was damaged with pieces missing around port, which made usb charger difficult to plug in and connect for charging. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up from technical support, and no additional information was received regarding outcome of event.